Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s display was damaged after being dropped, resulting in a cracked case and a touchscreen that would power on but would not accept input, consistent with a device display and housing failure. Symptoms included no injury. Outcomes included no clinical impact requiring medical care. Investigation included a review of device history and an assessment for physical damage with return for evaluation. Investigation of this case revealed external damage consistent with user handling that impaired the touchscreen function. It was concluded that the event was attributable to mechanical damage to the display and enclosure from dropping, and the device was replaced.